Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the system message (sm) was confirmed (via event logs). The display cable was seated to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 2, 2015. Based on qa assessment, the product met specifications at the time of release. Although root cause of the display issue can be attributed to loose display cables, how or when those cables became loose is inconclusive. Additionally, the system shutdown was not replicated. Therefore, root cause cannot be determined at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the screen was blurry and the system shut down on its own. Additional information has been requested, but none has been received to date.